Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a proximal humerus fracture surgery, when passing through the wire hole of the upper arm plate, one of the ultratape needles broke off. No delay or other complications were reported. It is unknown how the surgery was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ needles are attached to the sutures. Use caution when handling needles from the suture carrier. ¿ use care to avoid damage from handling. Avoid crushing or crimping damage from the application of surgical instruments such as forceps or needle holders. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.